Event description:
The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation of the implant was carried out visually and microscopically. In addition to the break, we found other mechanical damage like impacts on the edge of the inserter interface. The fracture surfaces show no signs of material failures like blow holes e.g. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with so158p-prospace xp implant 8° 8x8.5x26mm. According to the complaint description, when the cage was inserted and the installation was completed, the doctor noticed that the position of the marker was slanted when checking the installation position with the image. Furthermore, when checked the product, the hold part of the cage holder was damaged. The damaged cage was removed, replaced with a new cage and treated, and the surgery was completed. There is no particular effect on the patient's body so far. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).